Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093277/7091944.

Event description:
It was reported that the patient had an infection. All device components were explanted and were not returned.